Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency department after receiving a vibratory alert. Interrogation of the device revealed the right ventricular lead pacing impedance was higher than the normal range. The patient returned to clinic the next day and scheduled for a replacement. The right ventricular lead was capped (B)(6) 2021 and replaced. The patient was stable before and after the event.

Event description:
New information received notes a fracture was also suspected on the right ventricular lead prior to the procedure for replacement.